Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fatigue, headaches, paresthesias, rashes, and rupture.

Event description:
Patient reported, "nonspecific complaints regarding fatigue, headaches, paresthesia, rashes have resolved, since breast implants were removed". Device has been explanted.